Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation:not explanted as of this report, issue with pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction revision with unknown mentor tissue expander which patient reported that she has been experiencing a lot of pain on her left breast. She has had expanders in for over 30 years. Also has a lot of pulling sensation on the left. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.